Event description:
On (B)(6) 2009, patient reported e4 (occlusion) errors occurred several times during basal and bolus delivery. Patient reported he woke up this morning to the e4 (occlusion) error alarming on his infusion device. He stated he noticed air bubbles in the tubing but not the cartridge. Patient reported he disconnected the tubing from his site and primed the air out of the end of the tubing. He stated the occlusions continued to occur throughout the day. Patient reported the most recent occlusion occurred before the call while attempting a bolus of 10.1 units of insulin. He stated he changed the infusion tubing on (B)(6) 2009 and there was no air detected in the tubing or cartridge at that time. Had patient place infusion device in stop mode. Had him disconnect the tubing from his infusion site and begin to prime. Patient reported air had formed in the tubing. Had patient stop the prime and remove the cartridge from the infusion device. Verified there was no air in the cartridge. Had patient disconnect the tubing from the infusion adapter. He stated there was insulin where the luer lock connects to the adapter. Patient reported the adapter had not been changed since beginning use of the infusion device. Educated him on how often to change the adapter. Had patient attached a new adapter to the cartridge, connected new tubing, inserted it into the infusion device and primed. Patient stated he connected the tubing to the infusion site and placed the infusion device in run mode. He reported he was able to deliver the remainder of his bolus without occlusion. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the infusion tubing and adapter for evaluation.